Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing "detached from the cartridge" during a precedex infusion, resulting in leaking. There was no patient or user harm.